Event description:
It was reported that during an unknown procedure, the knife reverse switch did not function. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the event description was revised as follows; it was reported that during an unknown procedure, the knife did not return to home position after the 3rd firing and the knife reverse switch did not function. Eventually, the device was released with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient. Was the manual override used to bring the knife back to the home position? --- no information. Was there any issues with opening the device and removing from the tissue? --- there was no detailed information, but there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.